Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part # 314.743, synthes lot# h479824, supplier lot# h479824, release to warehouse date: jul 19, 2018, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro code: hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the (reamer/aspirator/irrigator) ria drive shaft was observed to broken. This was found during a routine incoming inspection of loaner set at a field stock location in (B)(4) site. The product has been quarantined. There was no known hospital or patient involvement. This complaint involves one (1) device. This report is for one (1) drive shaft-minimum 520 mm length-for use with ria this is report 1 of 1 for pc-(B)(4).